Manufacturer narrative:
Given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the reported event was attributed to an acute haematogenous infection originating from bilateral psoas abscesses, diagnosed two years following robotic-assisted journey ii total knee arthroplasty implantation. The infection was managed appropriately with surgical intervention and antibiotic therapy, and no recurrence was observed at one-year follow-up, though residual stiffness remained. Imaging and photographic evidence did not pertain to the periprosthetic joint infection and required no further analysis. Importantly, the article notes no evidence linking the use of robotic hardware to increased infection risk. Given the absence of manufacturing concerns and the identification of a clinical root cause unrelated to the product, this event does not suggest a product issue. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified as a possible adverse effect. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the report event include injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature review "surgical accuracy and clinical outcomes of image-free robotic-assisted total knee arthroplasty", it was reported that, two (2) years after undergoing robotic-assisted journey ii tka implantation with either a navio or cori system, the patient presented a periprosthetic joint infection that was treated by conducting debridement and insert revision surgery. Intraoperative tissue culture revealed presence of methicillin-susceptible staphylococcus aureus, for which an antibiotic was administered during a 6-week period. At 1-year follow up there was no recurrence of infection; however, residual stiffness was observed.

Manufacturer narrative:
Internal reference number: (B)(4). Doi: 10.1002/rcs.2505. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.